Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on on (B)(6) 2009, patient underwent following procedure: paramedian retroperitoneal exposure of l5-s1 disc space; for a pre-op diagnosis of degenerative disc disease l5-s1 disc space. No complications were reported. On (B)(6) 2009, patient underwent following procedure: anterior lumbar decompression with partial vertebrectomy and fusion l5-s1 using titanium intervertebral spaces, rhbmp-2 and vitoss; for a pre-op diagnosis of: status post lumbar fusion to l5 with instability l5-s1 with degenerative disc disease and radiculopathy. Per-op notes: levels were confirmed radiographically and degenerative disc material was removed. Partial vertebrectomy was done to remove disc material. Rhbmp-2 and vitoss were used to fill the defect created by vertebrectomy. Next, 8 x 12 mm spacer was filled with rhbmp-2 and was driven into midline with slight interference fit. No complications were reported. On (B)(6) 2009, patient underwent following procedure: 1. Posterolateral spinal fusion l5-s1 using instrumentation from l3 to s1 with redo instrumentation l3-s1 and augmentation of fusion "l3, 4, 5. 2". Bilateral laminectomies and foraminotomies l5-s1 and posterolateral fusion with autograft; for a pre-op diagnosis of status post fusion l3, 4, 5 with severe degenerative disc disease, lumbar instability and radiculopathy l5-s1. No complications were reported. On (B)(6) 2010, patient underwent following procedure: cervical disc disease, c6-7, c7-t1; previous fusion c4-5, c5-6, c6-7; for a pre-op diagnosis of: previous spinal fusion c5-6 and c4-5, c5-6 and c6-7. No complications were reported. On 02/26/2010, patient underwent following procedure: redo surgery; anterior cervical decompression with partial vertebrectomy and fusion c7-t1 using right iliac bone graft and eagle plus plating; for a pre-op diagnosis of: status post spinal fusion c4-5, c5-6 and c6-7 with severe degenerative disc disease and foraminal stenosis, c7-t1 with radiculopathy. No complications were reported.